Event description:
The hcp reported pump low battery alarm beeping intermittently over period of 2 days. The pump as "scanned twice - low battery alarm was enable." A plain xray of catheter was done- the results not reported. Pump explanted after an implant duration of 63 months due to "possible defective pump" versus reaching end of life. Pt recovered without sequela and no complications.

Manufacturer narrative:
Preliminary device analysis is not complete as of the date of this report. A follow up report will be sent when analysis is complete.